Event description:
It was reported that the patient presented to the emergency department (ed) with a backup battery (ebb) fault alarm. Because the patient lives over eight hours away and travel to the hospital is quite difficult, the healthcare provider opted to exchange the patient's system controller rather than reseat or replace the ebb. Log files submitted for review recorded an ebb fault event on 18sep2024 at 14:52:16. The event appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2024. At this time, the unloaded voltage was under the acceptable threshold, triggering the alarm. The alarm remained active throughout the remainder of the data. No other notable events were observed. The system controller (serial number (B)(6) was returned for analysis and passed all functional testing, the fault could not be replicated during testing. Per additional information, the healthcare provider chose to exchange the controller rather than reseat or replace the backup battery. The backup battery fault alarm resolved upon exchanging the system controller. A root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 26jan2023. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.